Event description:
(B)(4). Adverse reaction began week of (B)(6) 2008 and increased through and until (B)(6) 2015. Symptoms developed were: cramping, sharp pelvic pain, constant spotting, discharge (no odor), all over body aches, nausea, metallic taste in mouth, bowel issues, migraines, tingling sensations throughout body, thigh numbness, dizziness, blurred vision, heart burn, brain fog, anxiety attacks, mood swings, severe bloating, tremors, unexplained fevers, metal allergies, skin irritations, heart palpitations, fallopian tube cysts, swelling of feet, hair loss and changes, insomnia, constant fatigue, sleep apnea, night sweats, painful periods, heavy periods.